Event description:
During routine testing of the device at the service center, the service tech reported the monitor failed the color chip test. The monitor was originally returned for repair due to the unit being unable to calibrate when the color chip failure was found. Since this event occurred at the service center, there was no pt involvement during this event.